Event description:
A caller reported experiencing two alarms, alarm 2 and alarm 26, associated with an occlusion event that occurred earlier in the day. Despite these alarms, there was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the soft cannula infusion set and cartridge and resumed insulin delivery. There were no reports of frequent or recurring occlusion issues, and no additional assistance was deemed necessary, allowing the case to be closed by customer technical support.